Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204 / damaged receptacle) was confirmed. As received, the belt receptacle was pulled from the monitor case, damaging internal wires. The cause of the code 204 is the damaged receptacle and wires. The root cause of the damaged receptacle and wires is excessive force placed on the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was displaying service code 204 and had a damaged belt receptacle.